Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 16 mg/dl at the time of the incident. The customer was at 94 mg/dl when they went to sleep the night prior the low. The customer was given intravenous fluids to treat. The customer experienced symptoms such as groaning. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer stated that they have been on a lot of medication and believes this is why they went low. The insulin pump will not be returned for analysis.